Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval, yes. D10: returned to manufacturer on: 2021-11-05. H6: investigation summary one photo was received by our quality team for evaluation. From the photo, barrel tip damage was observed. One sample was later received. From the returned sample, barrel tip damage was observed. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. The damaged syringe barrel tip could have occurred at the assembly machine. The probable root cause could be due to jammed parts at the lower tooling causing the chip off parts getting stuck inside the lower tooling. This will result in the syringe barrel tip to be unable to sit fully in the lower tooling and get forced to press into the tooling, thereby causing the damaged barrel tip. The syringe assembly monthly preventative maintenance will be updated to include checking the leak test lower tooling to ensure all tooling is in good conditions and no dents.

Event description:
It was reported that the syringe 5ml ls tip was broken. The following information was provided by the initial reporter: "broken syringe".

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the syringe 5ml ls tip was broken. The following information was provided by the initial reporter: "broken syringe."